Event description:
It was reported that this patient recently experienced ventricular fibrillation (vf) that decelerated into ventricular tachycardia (vt) and six shocks were delivered from this implantable cardioverter defibrillator (ICD). Upon review, it was determined that the initial arrhythmia was likely atrial fibrillation (af) in origin. Boston scientific technical services (ts) was contacted and confirmed that the shocks successfully converted the af, but an accelerated rhythm persisted. Ts hypothesized that there was likely an insufficient shocking pathway, which may have contributed to the conversion difficulty. It was recommended to assess current x-ray images. At this time, the ICD remains implanted and in-service. No additional adverse patient effects were reported.